Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h4; h6 the event is confirmed. The device was returned opened but unused inside the original tyvek tray. Visual examination of the returned product confirmed there was a white debris on the tubing of the device. The white debris is visible at 12-18'' under normal lighting with up to 10 second inspection. The packaging does not meet the acceptance criteria. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the device was returned opened with the sterile paper seal completely removed from the sterile plastic tray. Visual evaluation of the returned product found more than 2 piece of loose debris within the packaging on top of the tubing of the device. Material analysis of the white debris from the returned device determined it to be consistent with packaging adhesive. The particulates were found to be measured between 0.25mmsq. And 0.80mmsq. Therefore, the packaging does not meet the acceptance criteria per packaging materials inspection. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 : foreign country : germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the packaging prior to surgery, there was a powder layer on the device. All available information has been provided.